Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by minute device mobility appears likely. However, a device investigation of the explanted device is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient visited the clinic for follow-up mapping. The child was not responding properly to speech as before with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient visited the clinic for follow-up mapping. The child was not responding properly to speech as before with the device. The recipient has been re-implanted.

Event description:
The recipient visited the clinic for follow-up mapping. The child was not responding properly to speech as before with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.